Manufacturer narrative:
Concomitant products: product ID: 3889, lot# j0537529v, implanted: (B)(6) 2005, explanted: (B)(6) 2015, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
It was reported that there were customer concerns, quality or product performance issues, or patient symptoms associated with the event. The action required as a result of the event was explant. It was unknown if any diagnostic testing or troubleshooting performed, unknown if there was a product issue and if it was resolved, and unknown if the cause of the issue was determined. The implantable neurostimulator (ins) and lead would be replaced in the future. It was unknown if there were any patient symptoms or complications associated with the event. The patient status at the time of the report was alive with no injury. No product problems, signs and symptoms, or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.